Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: fsm. Additional released manufacturing dates: august 18, 2014. Device is an instrument and is not implanted/explanted. The visual inspection of the returned device performed as part of the manufacturing investigation reported the part was received with no apparent damage. The device history report indicated precision edge surgical products manufactured the 4.2mm three-fluted drill bit, part #03.010.061, and lot #pe02094 on po #(B)(4) for (B)(4) pieces delivered (B)(4) 2014, (B)(4) pieces delivered (B)(4) 2014 and for (B)(4) pieces delivered (B)(4) 2014. Initially, the part conformed to the certificate of compliance, dated (B)(4) 2014 (for (B)(4) pieces) and dated (B)(4) 2014 (for (B)(4) pieces) and was inspected and conformed to the synthes incoming final inspection sheet # (B)(4), revision ¿j¿. There were no material review reports, nonconformance report or complaint related issues with this lot. The 4.2mm three-fluted drill bit was made to the synthes drawing p/n 03.010.061, revision ¿d¿, released on november 8, 2012. Synthes drawing p/n 03.010.061, revision ¿c¿, released on october 5, 2004 is the latest revision in the USA cad database and has thus been included with this review; revision ¿d¿ is only on file in the synthes europe control system. Due to an unknown cause, it was reported that during the surgery on (B)(6) 2014 that the drill didn¿t go through the guide and the surgery was delayed 20 minutes. There were no parts that broke, but rather the 'integrity of the metal or plastic' parts that didn't successfully line up and connect. The part was received with no apparent damage. All measured parameters meet specification. Based on the evaluation, the complaint condition is unconfirmed and is not considered to be related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery on (B)(6) 2014 that the drill didn't go through the guide and the surgery was delayed 20 minutes due to the misalignment. There were no parts that broke, but rather the 'integrity of the metal or plastic' parts that didn't successfully line up and connect. The surgery was reported to have been successfully completed. This is report 1 of 7 for (B)(4).